Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported experiencing random comm loss errors with this multiple patient receiver (org). They rebooted the org, but it would communicate for about 60 seconds and then drops out for 30 seconds. They replaced the network cable, but the issue persisted. No patient harm was reported. Investigation summary: the unit was returned for evaluation. The complaint was duplicated during burn-in testing. Service identified a faulty cpu pcb (p/n ur-3981). The cpu pcb was replaced, the system was initialized and configured, and the unit passed extended testing per service manual. No patient harm was reported. Root cause: cpu pcb failure. No further investigation is required. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: pu-681ra serial #: (B)(6) device manufacturer data: 06/10/2021 (june) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported experiencing random comm loss errors with this multiple patient receiver (org). No patient harm was reported.